Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Provider states the joystick intermittently moves the chair without command.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the inductive harness had a defective wire and the pcb solder joints were loose causing intermittent movement, which confirmed the original complaint issue. Fields were updated accordingly.

Event description:
Provider states the joystick intermittenly moves the chair without command.